Manufacturer narrative:
Product will not be returned as it is still in service. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. The patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported. .